Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). During a previously scheduled pm, the stm noted a pim test failure. The k10was not opening to vent the safety disk to the atmosphere. The pim module was replaced and the iabp passed the pim test. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) on a cardiosave intra-aortic balloon pump (iabp), it failed the pim test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10, h11 corrected fields: b3 (date of event).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) on a cardiosave intra-aortic balloon pump (iabp), it failed the pim test. There was no patient involvement, and no adverse event reported.